Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) pocket site of the deep brain stimulation (dbs) due to the ipg pressing against the skin. The patient was originally scheduled to undergo a revision procedure in which the ipg pocket was enlarged to allow for additional space for the ipg and to prevent it from placing pressure on the suture line. The physician utilized a plasma blade throughout the procedure, and it was confirmed that the stimulation had been turned off prior to the procedure. When the procedure was completed, attempts to connect to the ipg were made with multiple clinician programmers (cp) however it was not possible, therefore, the physician decided to replace the ipg. The patient is doing well post operatively.